Event description:
It was reported that a patient underwent a hysterectomy procedure in 2009. During the procedure, there was cutting efficacy loss and difficulty cutting the strong tissues. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Blade dull/poor cutting - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.